Event description:
Caller reported that pump quick bolus/wake button was difficult to press and required multiple presses to turn on pump screen. There was no reported impact to the customer¿s blood glucose level. Patient declined any further troubleshooting and follow-up, so cts was directed to close the case.